Event description:
Litigation alleged the asr hip was explanted and replaced due to a failure which subsequently led to high concentrations of various metallic elements within the patient's blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update (B)(4) 2013 - clinical report was received. Report indicates the patient has had trochanteric bursitis and radiculopathy since the revision on (B)(6) 2012. The patient has not been revised a second time. There is no new information that would change the existing MDR decision. Updating part/lot information.

Manufacturer narrative:
Depuy still considers the investigation closed.